Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was not confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report from the USA stating that the device could not secure the cutter. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The date of the event is unknown.